Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was confirmed that there was the foreign material on the forceps elevator of the distal end, and a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle and water removal fail. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomena could not be identified. [Consideration] foreign material adhered to the forceps elevator of the distal end the cause of this event cannot be specified. Residue was found in the air/water nozzle, and dirt adhered to the distal end. From these findings, it was presumed the cause as below: -user brushing process for the forceps elevator differed from IFU recommendation. -the user facility staff was less trained in usual reprocessing, device handling and/or reprocessing before returning the device for repair in accordance with IFU. A sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle and water removal fail according to the provided image from olympus india, the residue was brownish red color. Similar material was found adhering around the air/water nozzle. It was therefore presumed the cause as below: -reprocessing method performed at the user facility differed from IFU recommendation such as mentioned. -the user facility staff was less trained in reprocessing and/or device handling in accordance with IFU. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device and found the reported phenomena. The subject device is currently undergoing evaluation at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found there was the foreign object on the distal end of the subject device and a sign of insufficient or incorrect reprocessing the subject device. There was the possibility that the insufficient or incorrect reprocessing subject device might have been used for next procedure. The subject device had been returned to olympus (B)(4) for repair due to a leakage and cut on the bending rubber. There was no patient injury associated with this report.